Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the intellivue x3 intermittently displayed a speaker malf. Inop. It is unknown if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The product associated with the event was returned for evaluation/analysis. The engineer determined that the mainboard and the speaker assembly needed to be replaced. A gfe was done to confirm the status of the speaker (low sound/no sound, distorted sound/producing sound). The engineer replaced the mainboard and speaker assembly. After part(s) replacement the device was returned to functional use with no further issue(s) identified. No further investigation or action is warranted at this time.

Event description:
It was reported that the intellivue x3 intermittently displayed a speaker malf. Inop. The device was in use on a patient. The engineer confirmed that the speaker was without sound. There was no report of patient or user harm.